Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "low flow due to over-lamination of foam to film due to temp controller set too high,". However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the patient went to CT. When restarting therapy, they were getting zero flow in an arctic sun device. Explained that the pads might have been damaged in CT and the patient was not on a mobile device. They placed on hold for approximately 10 minutes. When nurse returned, they stated that the device needed water. Explained this was not related to flow rate issue and it was possible the device was now overfilled. They stated that they emptied the water from the pads prior to going to CT and that only 3/4 bars on the water level are illuminated. Recommended they call back if there were any other alerts or alarms on the device. Explained overfill could cause issues with water heating.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the patient went to CT. When restarting therapy, they were getting zero flow in an arctic sun device. Explained that the pads might have been damaged in CT and the patient was not on a mobile device. They placed on hold for approximately 10 minutes. When nurse returned, they stated that the device needed water. Explained this was not related to flow rate issue and it was possible the device was now overfilled. They stated that they emptied the water from the pads prior to going to CT and that only 3/4 bars on the water level are illuminated. Recommended they call back if there were any other alerts or alarms on the device. Explained overfill could cause issues with water heating.

Event description:
It was reported that the nurse stated that the patient went to CT. When restarting therapy, they were getting zero flow in an arctic sun device. Explained that the pads might have been damaged in CT and the patient was not on a mobile device. They placed on hold for approximately 10 minutes. When nurse returned, they stated that the device needed water. Explained this was not related to flow rate issue and it was possible the device was now overfilled. They stated that they emptied the water from the pads prior to going to CT and that only 3/4 bars on the water level are illuminated. Recommended they call back if there were any other alerts or alarms on the device. Explained overfill could cause issues with water heating. Per follow up information received via task on 12nov2024, spoke with nurse who confirmed pads were size medium and full set of 4 had been attached. When patient returned from CT, a nurse manager came in to assess the low flow and found the pad tubing had been crushed on one of the chest pads. They replaced this pad with a universal and this corrected the issue. She denied any issues with an overfill. Device has remained in service without repair. Crushed pad was disposed of.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Baw7667062 rev 0 was reviewed for this investigation. The labeling is found to be adequate.the baw is attached on the investigation overview element. The DHR review could not be performed without a lot number. Correction: e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the patient went to CT. When restarting therapy, they were getting zero flow in an arctic sun device. Explained that the pads might have been damaged in CT and the patient was not on a mobile device. They placed on hold for approximately 10 minutes. When nurse returned, they stated that the device needed water. Explained this was not related to flow rate issue and it was possible the device was now overfilled. They stated that they emptied the water from the pads prior to going to CT and that only 3/4 bars on the water level are illuminated. Recommended they call back if there were any other alerts or alarms on the device. Explained overfill could cause issues with water heating. Per follow up information received via task on 12nov2024, spoke with nurse who confirmed pads were size medium and full set of 4 had been attached. When patient returned from CT, a nurse manager came in to assess the low flow and found the pad tubing had been crushed on one of the chest pads. They replaced this pad with a universal and this corrected the issue. She denied any issues with an overfill. Device has remained in service without repair. Crushed pad was disposed of.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from a follow up. Correction: d. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the patient went to CT. When restarting therapy, they were getting zero flow in an arctic sun device. Explained that the pads might have been damaged in CT and the patient was not on a mobile device. They placed on hold for approximately 10 minutes. When nurse returned, they stated that the device needed water. Explained this was not related to flow rate issue and it was possible the device was now overfilled. They stated that they emptied the water from the pads prior to going to CT and that only 3/4 bars on the water level are illuminated. Recommended they call back if there were any other alerts or alarms on the device. Explained overfill could cause issues with water heating. Per follow up information received via task on 12nov2024, spoke with nurse who confirmed pads were size medium and full set of 4 had been attached. When patient returned from CT, a nurse manager came in to assess the low flow and found the pad tubing had been crushed on one of the chest pads. They replaced this pad with a universal and this corrected the issue. She denied any issues with an overfill. Device has remained in service without repair. Crushed pad was disposed of.